Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip. No blank display.

Event description:
Customer called to report that the insulin pump did not alarm low battery and had a blank display temporarily. Customer also stated that there are two cracks on the lcd display. Customer's blood glucose reading was 125 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Nothing further reported.